Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the pa did not fire but the surgeons did. Dch has been using circular buttressing since 2017 and it was used in these cases. There were no issues with the circular staplers during the initial surgery. Leak tests were passed, and donuts were sufficient. The surgeons close until snug, verified that they are in the green range, held for 1-minute and then fired. The rep did not recall them re-tightening. The staple line was not examined intraluminal. The leaks happened within a week to 21 days. It was believed that all the patients had diverticulitis and it is unknown if chronic. It was asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. The rep also shared that the patients presented with fever, abdominal discomfort, elevated wbc, abscess on the staple line, hole on the staple line (described as it blew out the side of the staple line). One patient was injected with contrast which showed the leak. There was no mention of staple form issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy procedure that the surgeon performed an open colon resection. The anastomosis was a side-to-side, performed with a tlc75 and was over-sewn with suture. The patient had been recovering well with successful bowel movements. On dec 21st, the patient started to experience abdominal pain and other indications of a leak in the colon. On december 21st, the surgeon re-operated on the patient. The abdomen was completely filled with stool, including in the abdominal wall closure from the initial operation. After removal of stool, a hole was found on the side of the anastomosis. The anastomosis was resected using a tlc75. A colostomy was created, and the abdomen was partially closed. Stratafix symmetric was used to close the fascia and improved bridging sutures were made with a red-rubber catheter and sutured. An antibacterial dressing was packed into the wound. The patient is currently recovering from the re-operation.

Manufacturer narrative:
(B)(4), date sent: 02/15/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H11: corrected data = h10 additional information received. The following information submitted under (B)(4) was reported under this mwr # in error and is not associated to this event - additional information received: the pa did not fire but the surgeons did. Dch has been using circular buttressing since 2017 and it was used in these cases. There were no issues with the circular staplers during the initial surgery. Leak tests were passed, and donuts were sufficient. The surgeons close until snug, verified that they are in the green range, held for 1-minute and then fired. The rep did not recall them re-tightening. The staple line was not examined intraluminal. The leaks happened within a week to 21 days. It was believed that all the patients had diverticulitis and it is unknown if chronic. It was asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. The rep also shared that the patients presented with fever, abdominal discomfort, elevated wbc, abscess on the staple line, hole on the staple line (described as it blew out the side of the staple line). One patient was injected with contrast which showed the leak. There was no mention of staple form issues. The following information will be captured under this event under (B)(4) the leak happened in december. Unfortunately, there was a death. The pa did not fire, but the surgeon did. It is believed that the patient had diverticulitis and it is unknown if chronic. Pms asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. This patient presented with abdominal pain.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2023. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? In the initial operation, a leak test was not performed as the anastomosis was near the splenic flexure and the surgeon typically does not test anastomoses performed with a tlc. Was the staple line visualized endoscopically during the initial surgical procedure? No, it was only observed through the laparotomy. How many days postoperative did the leak occur? 7-8 days post op. How was the leak identified? Stool excreting through abdominal incision. What was observed at the site of the leak upon reoperation? A 1-2 cm hole through the staple line of the tlc75 and the suture that was used to over sew the anastomosis. How was the leak addressed? It was transected and a colostomy performed. Were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Surgeon has no idea why the leak occurred. Additional information: the reoperation was completed at around 5pm. The sister of the patient had power of attorney and stated that her brother ¿would not want to live like this.¿ much went on after this comment, but the sister was able to force her brother to be put on ¿comfort care.¿ at approximate 6 am the morning following the re-operation, all medicines were stopped, and the patient was extubated. By 7am, the patient was deceased. Additional information: the diagnosis for original operation was ¿unresectable polyp identified on colonoscopy.¿